Manufacturer narrative:
The device was not returned to olympus as the repair request was cancelled. It is presumed that there was no abnormality in the device and that there is a problem in the source cable or facility power environment.

Event description:
It was reported that during preparation for use the evis exera ii xenon light source had no power/intermittent power and a loose connection. There was no patient/user injury or harm reported to olympus.